Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes, if yes, were the staples formed properly? No, if yes, was the staple line complete? No, did the device cut? Yes, but only 2cm of the tissue more or less, if yes, was the cut line complete? No, if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No, was there any difficulty opening the device? No, if yes, how was the device removed from the patient? Na, if yes, did the jaws eventually open? Na. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total gastrectomy the suture line was not completely closed. They try to change the recharge and later they change even the machine buy the problem has not been solved. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2022. D4: batch #829a81. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the one ec60a device was returned with the anvil bent upwards and with no reload loaded on the device. The device was received along wit 4 ecr60d reloads (b,c,d,e) and 1 ecr60b, 620a38 (f). The reloads (b-c) 320a50, were received fully fired, the reloads (d-e) 522a71 were received partially fired 2/3 and the reload (f) 620a38 was received fully fired. No functional test was performed due the condition. In addition, a tyvek, five reloads packaging of ecr60d empty, and one packaging of a gst60b empty were received along with the device. The event reported was confirmed and it is related to improper use of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.